Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event no laser, pedal failure is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4). No further reports will be reported under mfg report num. 2028159-2023-00066.

Event description:
A customer reported that an ophthalmic console exhibited with laser pedal failure. The laser fires a few shots and goes to standby. Procedure details and patient impact were not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).